Manufacturer narrative:
The customer contacted siemens customer care center (ccc). A siemens ccc specialist checked the result monitor and determined that bhcg is a server 1 assay and that the reagent lot (17206aa) used to process patient samples was flagged with readvf. The ccc specialist cleaned all server 1 probe and drains, cleaned reagent 1 (r1) probe and reagent 2 (r2) probe with sodium hydroxide, primed all probes, aligned sever 1 probes, and found no issue with probe cycles on server 1. The ccc homed all modules and reset the instrument. As per the ccc specialist's instructions, the customer loaded fresh quality controls (qcs), fresh reagent flex and calibrator, recalibrated the instrument, and ran service methods tests. With the exception of one test, the service methods tests recovered within expected ranges. A siemens customer service engineer (cse) was dispatched to the customer's site and replaced r2 probe and r2 mixer, aligned r2 arm and all probes, performed a bottom of cuvette correction, reset the result monitor, calibrated the bhcg assay, and ran tests to establish a new result monitor baseline. The cse also verified that probe tube fittings were secure and ran qcs, a quick check test and several service methods tests; all results recovered as expected. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that the readvf was flagged for lot 17206aa because the result monitor baseline was corrupted. The readvf baseline is set for each lot of bhcg and instrument maintenance or changes in reagent over time may cause this baseline to drift. The hsc specialist determined that the customer needed to reset the result monitor for the affected lot; resetting the result monitor resolved the issue. As per the dimension vista system operator's guide, results flagged with "abnormal assay [e143]" cannot be reported and the user should rerun the sample. Even though the patient results and quality controls were flagged, the customer proceeded in reporting patient results. The cause of the event is a use error. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
When quality controls (qcs) were recovering with "abnormal assay" errors on the dimension vista 1500 instrument, patient samples were run, resulting in flagged beta human chorionic gonadotropin (bhcg) results. Sample ID (B)(6) was diluted and rerun on the same instrument, resulting in another flagged result. The diluted result for sample ID (B)(6) and initial result for sample ID (B)(6) were reported to the physician(s), who questioned the results. The customer informed the physician(s) that the reported results were flagged. The same samples were rerun on an alternate dimension vista instrument, resulting without flags. The repeat results, obtained on the alternate dimension vista instrument, were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the flagged bhcg results reported on patient samples.